Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced shock and pain, problem with therapy after undergoing several treatments, such as magnetic therapy and ultrasound. The patient was unaware that he should have contacted medtronic before undergoing those treatments as he didn't know. Advised the patient to contact his health care provider (hcp) immediately and never undergo any treatments or procedures before contacting medtronic or his hcp, if he needs to undergo any medical or procedure treatment, to determine whether or not to proceed. Two days later the patient called again and reported that he was in the hospital and that the hcp told him he will be contacted with the engineer in another appointment. Explained that the patient needs to wait for the hcp and engineer to contact him back. The would like to be contacted as soon as possible, but as explained, it was the doctor who schedules the appointment with the engineer. Additional information was received reporting that the patient was admitted to the hospital in relation to the reported symptoms of shock and pain, which were associated with the spinal cord stimulation (scs) system following the unauthorized treatments (magnetic therapy and ultrasound). The patient has been seen at clinic and the review has taken place. The hcp has confirmed the patient was assessed during the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.